Manufacturer narrative:
The cobas c 503 analytical unit serial number was (B)(6). The customer noticed that the top of the reaction cells was wet. The field service engineer guided the customer with the following actions over the phone: the customer pushed the rinse tubing back into the vacuum bottle since it was disconnected from the vacuum bottle. The customer then replaced the metal cell covers and dried the tops of the cells. Checks were performed, and they were within specifications. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with lactate dehydrogenase acc. Ifcc ver.2 assay on a cobas c 503 analytical unit. Initial result: 235 u/l. The qc failed, prompting the repeat of the sample. Repeat result: 377 u/l. The repeat result was deemed to be correct. Reportedly, an amended report with teh correct result was issued.

Manufacturer narrative:
The qc for the date of the event was within the specifications. The investigation determined that the service and the customer's action resolved the issue. No further issues were reported after the service visit. The root cause was consistent with a hardware issue (the rinse tubing was disconnected from the vacuum bottle).